Manufacturer narrative:
Concomitant medical products: concomitant therapies: juvederm® volift¿ with lidocaine, juvederm® volbella¿ with lidocaine. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with juvéderm¿ voluma¿ with lidocaine in malar region/ck1 and chin. 6 days later, patient was also injected with juvederm® ultra plus¿ in the face and lips, 0.2 ml juvederm® volift¿ with lidocaine in the lower lip/inferior lips (points), 0.3ml juvederm® ultra¿ xc in the upper lip/ superior lips contour, inferior lip (points) and juvéderm® volbella¿ with lidocaine in the cupid's bow. 2 months later, edema and palpable nodules developed at the lower lip. There was no edema in the places where juvéderm¿ voluma¿ with lidocaine was applied. Pain and inflammatory signs denied. No evident trigger for the condition. Corticosteroids for 3 days provided as treatment. Patient progressed well, but stopped the medication at once with the recurrence of symptoms. Medication restarted and physician initiated weekly hyaluronidase sessions in the palpable lip nodules, with progressive improvement. Prednisone for 5 days and alektos also provided. Biopsy of the lower left labial mucosa completed showing a foreign body granuloma with hyaluronic acid. Symptom improved, but not resolved. This MDR is being submitted for the juvederm® ultra¿ xc injection. This is the same event and the same patient reported under the following: MDR# 3005113652-2020-00204 ((B)(4)). MDR# 3005113652-2020-00205 ((B)(4)). MDR# 3005113652-2020-00206 ((B)(4)). MDR# 3005113652-2020-00207 ((B)(4)).